Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse used an on-site simulator to check that the unit was normal. The front board jp6 and jp7 jumpers were changed. All performance and safety tests were performed and passed. The iabp was delivered to the customer and can be used clinically.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had an error lead failure and the machine automatically switched to pressure trigger. The unit was swapped out with the backup, the backup had normal power and use. There was no harm reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had an error lead failure, there was no ECG signal, and the machine automatically switched to pressure trigger. Customer was instructed to adjust the position of the electrode pads. After rewiring, there was still no signal. The unit was then swapped out with the backup, the backup had normal power and use. There was no harm reported.

Manufacturer narrative:
Corrected data: b5. Updated data: b4, g2, g3, g6, h2, h10, h11.